Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a small crack on lower left front corner of top case and the right plunger case was cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 8 years old. Replaced motor bracket, worm coupling, delrin washer, worm gear, leadscrew and clutch halves. Performed occlusion test which passed.